Event description:
The pt was receiving multiple hydration and medication infusions via the quad leg extension set which was connected to a t-piece and y-connector. This set up was then connected to the pt's femoral triple lumen IV access catheter. The solutions infusion via the four ports of the extension set wree normal saline as the primary hydration fluid, an unspecified dose and concentration of fentanyl, and an unspecified dose of versed. The customer reported that the pt was "a bit rambunctious, and their IV line may have been under some tension." It was reported that the extension set tubing separated at the proximal solvent bond of the "y connector". This resulted in blood loss of "approximately 10cc". The femoral IV access cathete lumen the extension set was attached to clotted off and was capped. The tubing was replaced and attached to another patent lumen of the femoral IV access catheter. It was reported the pt did not experience any delay in critical therapy or any adverse effects. Though requested, no additional info was provided.